Event description:
This report pertains to one of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal banding procedure performed on (B)(6) 2022. During the procedure, after the first two bands were deployed, the third band could not be deployed. The physician tried to deploy the band and ligate the lesion by rotating the handle 180 degrees clockwise; however, the band was not deployed and was still attached in the ligating unit. He tried to rotate the handle again, but still the device unable to deploy the band. A second speedband superview super 7 was used but the same problem happened, the bands were jammed after deploying three bands. The procedure was completed with a non bsc device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo and a video of the complaint device outside the patient were provided by the customer and showed the bands were entangled and the device could not deploy any bands. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
(B)(4).the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.